Event description:
It was reported, the patient's scs ipg was scheduled to be replaced. Follow-up identified the scs ipg had stopped working. The scs ipg was replaced which resolved the issue.

Manufacturer narrative:
Evaluation: results: the complaint for "unspecified" was not confirmed. As received, the ipg communicated with lab equipment and displayed a low battery warning. It was adequately charged and tested to manufacturing specifications using the autotester. The ipg passed all tests on the autotester. No defect was found that would contribute to the reported complaints. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.